Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following: product code? Lot number? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a laparoscopic surgery on an unknown date and suture was used. During the procedure, when the surgeon was using the laparoscopic port for access, the needle of the loaded suture 'disappeared' leaving just the suture material. It was unclear where the needle had gone - external to patient or inside the abdomen or in the port. After thorough searching, x-ray was called to view the abdomen, however we x-rayed the port (which had been taken out) and the needle was inside. There were no adverse patient consequences were reported. Additional information has been requested.